Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 38 mg/dl. The customer treated for the low blood glucose with food. The customer mentioned the insulin pump gave a double shot of insulin that caused the blood glucose to drop. It was explained to customer that the insulin pump will not deliver unless it was programmed by the user. Customer also reported that the buttons of the device were hard to press.the customer was asked to observe if time clock advances and it does. The customer mentioned the sensor gave big difference in blood glucose readings, checked the blood glucose and it was 250 mg/dl but the sensor glucose was 63 mg/dl. Customer declined troubleshooting for sensor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. The keypad connector was closed properly during visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. Unable to perform the functional test or verify pump/meter communication anomaly due to no button response.